Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer was dispatched to address the issue reported at the console, specifically related to the ergonomics not functioning and the system presenting a recoverable fault 23062. The error logs indicated that the three-phase motor did not respond as expected on the ergo_column, with movement errors exceeding the defined limits. The customer was able to recover from the fault and continue the procedure, and all troubleshooting steps were completed.

Event description:
It was reported that during an inguinal hernia - unilateral procedure on a da vinci 5 system, the customer contacted technical support to report that the #2 ergonomics were not working at the console and the system displayed a recoverable fault. System logs confirmed the error, and the customer was able to recover from the fault and continue with the procedure. The customer requested field engineer assistance for further resolution. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vertical motor module on the surgeon side console (ssc). The system was tested following the replacement and no further errors were observed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis tested the motor on the test system and replicated error 23062. Visual inspection was performed and found that the connector is burned out.

Event description:
Refer to h11 for follow-up information.